Event description:
User reported that the sweep reverted to zero after changing the setpoint. There was no patient harm; however, interruption to sweep is considered reportable by spectrum medical.

Manufacturer narrative:
Investigation discovered an error related to the failure of the isa sensor. This component was replaced and all alarms / errors were cleared. The unit operated as expected after repair.